Manufacturer narrative:
Additional information: h6: the quality investigation is complete. Correction: d9: device not returned for evaluation - discarded by customer.

Event description:
No new information.

Event description:
During the procedure, it was reported that the coag function or cut function on the e-sep safeair pencil did not work. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.